Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿ insulin syringe needle experienced scale marking issues. The following information was provided by the initial reporter: the pack was complained because the scaling is not applied equally to all syringes. This means that a uniform dosing is impossible.

Event description:
It was reported that the bd micro-fine¿ insulin syringe needle experienced scale marking issues. The following information was provided by the initial reporter: the pack was complained because the scaling is not applied equally to all syringes. This means that a uniform dosing is impossible.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-feb-2022 investigation summary customer returned (11) 0.3ml, 30 gauge, 8mm syringes in a polybag labeled for lot 0076359. It is unknown how many syringes are from this lot. Each of the syringes were inspected by measuring the position of the graduation markings. 6 of the 11 syringes were found to have markings below their intended location. A review of the device history record was completed for batch# 0076359. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications noted that did not pertain to the complaint. There was one (1) notification noted for missing print. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the syringes being difficult to use due to the misaligned markings.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿ insulin syringe needle experienced scale marking issues. The following information was provided by the initial reporter: the pack was complained because the scaling is not applied equally to all syringes. This means that a uniform dosing is impossible.